Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device was missing its lid magnet. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The lid and battery were replaced under warranty and returned to product analysis center (pac) for evaluation. The replaced part was evaluated by a pac technician and the cause of the reported issue was isolated to the faulty lid. The lid and battery were archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.